Event description:
A non-health care professional reported during the intraocular lens implantation the lens was unfolding incorrectly when trying to advance lens into the eye. There was patient contact. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was pressed against the posts and down into the well area of the lens case. The lens was cleaned with klrp for further evaluation. Multiple scratches were observed on the anterior and posterior sides of the lens. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. Root cause: the product investigation could not identify a root cause for the reported complaint. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The handpiece information was not provided. It cannot be determine if a qualified product was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).